Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet plug 2 was implanted on (B)(6) 2022. Device was size by intraoperative transesophageal echocardiography (tee) and intraoperative angiography. 8hrs post implant the device embolized and ended in mitral valve apparatus. It is unknown what caused the device to embolized. The patient had an emergent open heart surgery and the device was removed. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device migration and removal of the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.